Manufacturer narrative:
Initial reporter 's phone#: (B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a hole in the tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no defects were observed with the retain samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for a hole in the tube with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed as the samples met specifications. Based on the investigation, the most likely potential root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a bd vacutainer® brand sst ii advance tubes containing silica and gel leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.